Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent sub urethral sling, bilateral sacral spinous fixation, posterior colporrhaphy and moschowitz culdoplasty due to pelvic organ prolapse, cystocele, enterocele, vaginal vault prolapse, and mixed urinary incontinence. It was reported that patient underwent mesh revision in 2010 and on (B)(6) 2013 mesh was removed due to mesh extrusion with pain, bleeding with overactive bladder. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.